Event description:
During an MRI scan, an anesthetized pt received a skin burn across their lower leg (tibia area). A portion of the ECG cable was atop the pt's lower leg, and this cable showed signs of heating. The insulation of some of the individual lead wires at this place in the cable had been melted. This ECG cable used was not intended for use with this pt monitor. The ECG cable was the ge MRI ECG gating cable used with their MRI scanner. Pt received a serious burn, and is having a plastic surgical consultation being performed. The pt monitor and cable have been removed from use until the hospital's investigation is complete.